Manufacturer narrative:
Results: the psr3d stent portion was fractured via double strut fracture (red circles) and deformed. Conclusions: evaluation of the returned psr3d revealed the device was fractured via a double strut fracture distal to the detachment tip. This damage is likely due to retracting the device against a strong resistance. The reported stenosis may have contributed to the increased resistance during use of the device. The psr3d delivery wire was not returned for evaluation. Further evaluation revealed the stent device has sustained considerable damage and was deformed. This damage was likely due to the process of snaring the psr3d out of the patient. Evaluation of the returned ace68 revealed an ovalization on the catheter's distal shaft. The catheter was also slightly deformed along its length. These damages were likely incidental to the reported failure and may have occurred during packaging for return to penumbra. Penumbra catheters and psr3ds are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician completed two passes using a penumbra system ace68 reperfusion catheter (ace68) and a non-penumbra catheter; however, complete revascularization was not achieved. Therefore, the physician decided to use a psr3d along with the ace68 and the non-penumbra catheter. While attempting to retract the psr3d into the ace68, the psr3d detached. Therefore, the physician used a microsnare device to remove the detached psr3d. According to the physician, the internal carotid artery (ica) went into spasm when the psr3d was snared and the psr3d "balled up" upon being pulled back into the carotid. The patient was then given 300 micrograms of diluted nitroglycerin. The physician mentioned that there could have been an underlying stenosis but is not completely sure. There was no bleeding in post scan and clinically, the patient is doing really well.

Manufacturer narrative:
(B)(4).